Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with power error alarm. It was reported that the customer noticed the batteries were dying faster than then should have been. The customer's blood glucose level at the time of incident was 171mg/dl. It was reported that the customer was advised the pump was unable to charge. Troubleshoot was reported to be conducted. It was reported that the customer was advised to reset the device, clear the power loss alarm, update the time and date, and monitor the device. It was reported that the customer was advised to call back if issues persist.